Manufacturer narrative:
Bec cts (customer technical support) performed troubleshooting and instructed the customer to clean the leak with absorbent towels wearing proper ppe (personal protective equipment) and then to open the front of the instrument and observe fluid levels of the baths and vic (vacuum isolator chamber). The customer observed that the vic was empty, rbc was 75% full where it should be and the wbc bath was 50% full. The customer stated the wbc bath had fluid on and around it. A service request was generated by cts and a field service engineer (fse) went on-site the day of the event and found that the peristaltic waste pump was not properly turning causing the baths to overflow. Fse stretched the peristaltic tubing and pump rollers were lubricated to allow proper operation. Repair was verified per established procedures and system was validated. The root cause of the leak can be attributed to the waste pump's peristaltic tubing thereby preventing the waste pump from properly rotating and causing the baths to overflow. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter act 8/10 instrument leaked during the startup cycle and failed for the wbc and platelet parameters. The customer was wearing gloves, gown and goggles when the leak occurred. No injury or exposure was reported and medical attention was not sought. Patient results were not affected by this event as the leak occurred during startup and patient samples had not been processed.